Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 7 cm distal to the is-1 connector pin. Two parts of the lead were returned for analysis but a middle part in between of approx. 3 cm was missing. It is reasonable to assume that the lead was cut during the explantation procedure. The returned lead fragments were visually and electrically analyzed. The visual inspection revealed several abrasion marks. Approx. 31.5 cm distal to the lead tip in the region of the ligature the lead body was squeezed and deformed. The insulation was damaged in this area which can be considered to be the root cause of the observed oversensing. During the electrical analysis, the dc resistances of the received conductor fragments were measured. No peculiarities were found. Furthermore cuts in the insulation were observed which resulted most likely from the surgery. The analysis of the available lead fragments did not reveal any sign of a material or manufacturing problem.

Event description:
This lead was explanted and replaced due to noise. The ICD was replaced at the same time due to eri. There were no adverse patient events reported. The hospital retained the device. Should additional information be received, this file will be updated.